Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the initial reported condition that the device was having an ongoing oil fluid/black fluid leak during use was not confirmed. Therefore, an assignable root cause was not determined. However, during repair assessment, it was determined that the device failed pretest for vibration assessment, the bearings were worn out and corroded, and the device was experiencing vibration. Therefore, the initial reported condition that the attachment device was broken was confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: motor device, attachment device, craniotome device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 4 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the attachment device was broken and had an ongoing oil fluid/black fluid leak during use. It was reported that the attachment was being used together with the motor device, another attachment device, and a craniotome device. It was further reported that the craniotome device broke apart during use. The reporter indicated that the root cause of the fluid leak was unknown, and it was unclear whether the leak was related to the attachments or the motor device. The reporter also mentioned that they had past issues with the ball bearings wearing down and then mixing with the irrigation liquid. It was not reported if there were any delays in the surgical procedure or if spares devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.